Event description:
It was reported to covidien that the unit was missing segments in the heart rate window. No pt harm was reported.

Manufacturer narrative:
Investigation found that the lcd/ut board had failed.